Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, it was noted that the device was too superficial in the pocket. A pocket revision was performed and the device was implanted deeper into the pocket. The patient was stable.